Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot and +p insulation resistance tests. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the belt failed the hi-pot and +p insulation resistance tests. Upon investigation, the cable connecting ECG c and d to the distribution node (dn) was pulled from the strain relief at the dn and trunk cable connector was cracked. The cause of the test failures was isolated to the pulled cable and damaged connector. The root cause of the damaged cable and connector was unable to be positively identified but is likely due to physical abuse. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.